Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation could not confirmed customer's allegation. Evaluation found due to deterioration of adhesive on bending section cover a chip and due to chemical/ physical stress adhesive around objective lens was peeled. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. Establishment name - (B)(6) hospital.

Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope had dull and cloudy (foggy) appearance on the screen. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely stains adhered to the objective lens caused the cloudy image to appear. However, a definitive root cause could not be determined. The instruction manual operation manual chapter 3 "preparation and inspection" 3.8 "inspection of the endoscopic system¿ describes the methods for inspection on the suggested event. Olympus will continue to monitor field performance for this device.